Manufacturer narrative:
Evaluation summary: blood residue was present throughout the device upon return. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st and 22nd distal stent wraps with struts raised and bunched. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx stent and delivery system were returned to medtronic referenced with this patient identifier number. This device has been evaluated and stent deformation noted.